Manufacturer narrative:
Additional information has been requested but not yet received.

Event description:
The extension line on the 14.5f catheter developed a hole, possibly due to the clamp.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided. Multiple attempts for additional information were not successful. Without an evaluation of the complained device and without the information requested, no further investigation is possible and no root cause can be determined.